Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the infusion device was defective. Customer has faced high and low blood glucose readings due to the fact that the display cannot be read. No adverse event was reported. The alleged product was requested to be returned for product evaluation.